Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer was admitted into the hospital where they administered treatment of intravenous fluids. Customer declined troubleshooting from tandem technical support (tts). No additional information was provided. Reportedly, the customer reverted to an alternate method insulin therapy